Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to uterine prolapse. Following insertion the patient experienced pain and erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of cystoscopy and posterior colporrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced recurrence, bleeding. It was reported that patient underwent laparoscopic assisted vaginal hysterectomy and unilateral salpingo-oophorectomy, vaginal suspension and fixation on (B)(6) 2008 due to recurrent uterine prolapse and leiomyoma. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.